Manufacturer narrative:
Date sent: 8/13/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the staples will not release. Another like device was used. There was no pt consequence.